Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from an unspecified location after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was manufactured from october 22, 2018 - october 24, 2018. The device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid in the bag that contained the returned unit. When the unit was removed from the bag, the cause of fluid inside the bag was found to be untightened blue winged luer cap. The blue winged luer cap was hand tightened and a functional leak test was performed. There were no signs of leak observed at the blue winged luer cap. The device was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.